Manufacturer narrative:
The pump was received with heating up anomaly and critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify unexpected battery anomaly, charge battery anomaly and failed battery alert due to critical pump error (open book). (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer stated that the insulin pump had low battery alarm and battery failed alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer did not use the suspend before low or suspend on low continuous glucose monitoring feature. No harm requiring medical intervention was reported. The insulin pump was returned for analysis